Event description:
The suspect usb cable was returned for product analysis. The analysis performed on the returned usb to db9 cable revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet device showed an ¿unable to open port¿ error message when attempting to perform interrogations. The suspect usb serial cable has not been returned to date.

Manufacturer narrative:
Date of event, corrected data: the date of the event was (B)(6) 2015 and not 5/21/2015 as originally reported. Date of this report, corrected data: the date of the initial report was (B)(4) 2015 and not 5/21/2015 as originally reported. Device failure occurred, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Suspect device UDI: (B)(4).